Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 520 mg/dl and declined troubleshooting for it. The customer lost power on her pump over night and the pump was off when she woke in the morning. The blood glucose at time of incident was 522 mg/dl and current blood glucose was 408 mg/dl. The device is not expected to be returned for analysis.